Event description:
A caregiver reported the adc blood glucose meter was not powering on with button press or test strip insertion. Customer was unable to check their blood sugar and became hyperglycemic, requiring treatment of 40 units insulin by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Optium xceed meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2009, it has been in distribution beyond its useful life as of the medical event occurred date of (B)(6) 2022. No further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.